Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x2). (B)(4): (use of an expired device). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed as the clip delivery system was used past the expiration date. Although there was no adverse patient effect and using a device past its expiration date is not known to cause or contribute to patient injury, there is no controlled data regarding any potential patient effects. It was reported that during a mitraclip procedure, after two clips were implanted, the physician wanted to place a third clip. However, the last device available had an expiration date of (B)(6) 2014. Although being offered to have a device retrieved from another hospital, the physician chose to use the expired device. The third clip was implanted reducing the degenerative mitral regurgitation grade from 4 to less than 1. There was no adverse patient effect. Post procedure, the patient was well. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the leaflets. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. The device was not returned, therefore, the expiration date on the specific product label could not be confirmed. However, a review of the label attached to the device history record for this lot was conducted and all labels indicated an expiration date (use by date) of 31-jan-2014, which is at least 12 months from the date of manufacture, as specified in the product specifications at the time this lot was manufactured. This confirms that the product was labeled correctly and based on the reported information, the product was used 6 months past the labeled expiration date. A review of the device history record revealed no nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents with the reported lot for the reported usage of expired product. The mitraclip system instructions for use warns the user not use the system after the use by date stated on the package label and never reuse or re-sterilize the system. In this case, the reported device expiration issue is associated with the physician using the device past the expiration date; there is no indication of a product quality deficiency.